Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Unf and medical records received. After review of medical records, it was reported that patient had a fall on (B)(6) 2018 and had dislocation. Close reduction was not successful. The patient was then revised with diagnosis of dislocation of the left hip replacement, history of acute periprosthetic infection of the left hip replacement and fracture of the greater trochanteric fragment, left hip. Operative notes indicated that after dissecting through the subcutaneous layer, we noticed immediately a large seroma-hematoma. There was partial dehiscence of the fascial closure. Migration of the trochanteric fragment that was previously repaired using non-absorbable sutures. Liner is a competitor. Doi: (B)(6) 2005 (stem); doi: (B)(6) 2018 (head); dor: (B)(6) 2018 (head); left hip. 1st revision was captured on (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.